Manufacturer narrative:
It was reported via the (B)(4) study that during a basilar artery top coil embolization a 6x15 complex orbit coil (catalog and lot unknown) unraveled. Using a snare catheter to re-capture the coil, the entire orbit system was removed from the patient. The procedure was continued with placement of additional coils including two 7x21, two 6x15 orbit complex coils (catalog/lot unknown), (two 7x21, two 6x15, catalogue/lot unk), two 5x10 deltapaq cerecyte microcoil ((B)(4)), and a 4mm x 8mm deltapaq cerecyte microcoil ((B)(4)). Approximately (B)(6) months after the index procedure the patient developed coil compaction at the aneurysm neck. Action taken was a repeat coil embolization (B)(6) months after the index procedure, and the event outcome after onset was "recovered without sequel". The patient had a prior history of clipping of an unruptured aneurysm in right icpc 16 years prior to index procedure (details unknown). At index procedure the unruptured saccular aneurysm neck was 9.7mm, and the neck to sac ratio was 9.7mm:10.4mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.6mm. Modified rankin scale (mrs) pre-index procedure was 0. The act was 150 seconds pre anticoagulation with administration of heparin 4000 units with an act of 258 seconds post anticoagulation. It was reported that a jailed microcatheter technique was used. During the index procedure, using an unspecified snare the coil, snare and microcatheter (either excelsior 1018 or excelsior sl10) were safely withdrawn from the patient. The procedure was continued using other coils and a new microcatheter (either excelsior 1018 or excelsior sl10). There was no further sequela related to this event. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable because it seemed that the vrd strut restricted handling and controlling movement of the microcatheter. No further details are available. It was reported that post procedure the patient had numbness and sensory abnormalities in the facial surface, trunk, as well as upper limb with mrs of 1, reported as not device related but related to lower left medulla oblongata edema due to the procedural contrast. After treatment with steroids this was ongoing, improved. The occlusion rate of aneurysm was 100% after the procedure. Six days pre-procedure antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel 75mg/day for eleven weeks followed by tapered down doses until eight months post procedure. Argatroban hydrate was administered index procedure day for one day and then again at the time of follow-up embolization. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise vrd remains implanted and therefore is not available for analysis. Based on the available information there is no indication of any design, manufacturing or device performance issues contributing to the device interaction and unraveling of the coil. It is possible that procedural factors including vessel characteristics, aneurysm position, jailed technique, and microcatheter selection may have also contributed to the reported difficulty controlling the microcatheter. Therefore, no corrective actions will be taken. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00164, 1058196-2012-00165, 1058196-2012-00166, 1058196-2012-00167, 2954740-2012-00522, and 2954740-2012-00523.

Event description:
The complaint from clinical study (B)(4) for patient with ID # (B)(6) indicated that the procedure was coil embolization with an enterprise vrd (enc452212 01422609), 5 unknown orbit coils, 2- deltapaq cerecyte microcoils 5mmx10cm (cdf10051030/lot unk) and 1- deltapaq cerecyte microcoil 4mmx8cm (cdf10040830/lot unk) for ba top, and during the coil embolization procedure, an orbit complex coil (6x15, catalogue and lot unknown) unraveled. An unspecified snare was used to re-capture the coil, and the coil, the snare catheter and the microcatheter (either excelsior 1018 or excelsior sl10) were safely withdrawn from the patient. The procedure was continued using other coils and a new microcatheter (either excelsior 1018 or excelsior sl10). The event outcome as of onset was indicated as recovered without sequela. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable because it seemed that the vrd strut restricted him from handling and controlling the movement of the microcatheter. Afterwards, the patient developed an edema in lower left medulla oblongata. Action taken was an intervention with steroid as well as oral steroid. The patient also developed numbness and sensory abnormalities in left facial surface, trunk as well as upper limb. No action was taken for numbness. The event outcome as of a approximately a year after onset was ongoing and improved. According to the physician, the possible cause of the event was due to the contrast injected from left vertebral artery. Therefore, the relationship of the event to the procedure was highly probable and to the vrd was unrelated. Approximately 13 months after the index procedure, the patient developed coil compaction at the aneurysm neck, and the action taken was a repeat coil embolization. The event outcome after onset was recovered without sequela.

Manufacturer narrative:
According to the physician, the possible cause of the event was because the aneurysm remained incompletely occluded at the time of index procedure, because the vrd strut restricted him from handling and controlling the movement of the microcatheter. The relationship of the event to the procedure was unrelated and to the vrd was also unrelated. A jailed technique was used for this case. The patient did not have any allergies, and the current patient condition stable and improving. No other treatments or procedures are planned. No further information is available and procedural images are not available. The unruptured saccular aneurysm neck was 9.7mm, and the neck to sac ratio was 9.7mm:10.4mm. The parent vessel size diameter proximal was 3.7mm and distally was 2.6mm. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010, clopidogrel sulfate 75mg/day: (B)(6) 2010 - (B)(6) 2011, 50mg/day: (B)(6) 2011, 25mg/day: (B)(6) 2011, 75mg/day: (B)(6) 2011, 25mg/day: (B)(6) 2011. Argatroban hydrate 60mg: (B)(6) 2010, (B)(6) 2011. Heparin 5,000u: (B)(6) 2011. Heparin 4,000u was administered intra-procedurally. The occlusion rate of aneurysm was 100% after the procedure. Prior to implanting the vrd, launcher 7fr/medtronic, chikai/asahi intec, 606-s255x (lot unknown) were utilized. Other devices utilized during the procedure were, radifocus gt/terumo(total 2), excelsior sl10/stryker, excelsior1018, and gdc/stryker (total 2). (B)(4): no information was chosen because there is no code available for device interaction. The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00164, 1058196-2012-00165, 1058196-2012-00166, 1058196-2012-00167, 2954740-2012-00522, and 2954740-2012-00523.